Event description:
1) [date redacted] patient 1. The micro t-connector of the hummi device on the patient's arterial line cracked and came apart at the connection site of the t-connector (so there was no place to clamp the line in order to stop the bleeding). Due to our inability to clamp the t-connector, we held pressure on the arterial insertion site and then ultimately removed the line completely. Once the line was removed and pressure was held on the site for about 5 minutes, the bleeding stopped. 2) [date redacted] patient 2. The mom was holding the patient when the nurse (rn) noticed the arterial waveform dampening. Rn went to the bedside to check on the arterial line. The mom asked to help put patient back in bed. Rn pulled off blanket and noticed a pool of blood - upon inspection with a second rn, dressing was still intact but there appeared to be a crack on the hummi t-connector where blood was dripping. The provider came in quickly to assist in changing out the t-piece which resolved the bleed.